Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low sodium results for 30 patient samples. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were reported out of the laboratory, but were amended when the issue was flagged by a physician. When the physician questioned the results, the instrument was recalibrated and the samples were rerun. The results were then amended prior to the initiation of patient treatment based on the results. The field service engineer (fse) performed preventive maintenance (pm), which included replacing the ratio pump. The fse also replaced the modular chemistry (mc) probe and wash collar. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).